Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Manufacturer narrative:
A specific root cause could not be determined based on the provided information. The root cause is most likely related to insufficient sample volume and/or the fact that rack adapters were not used for the false bottom tubes that were used in testing.

Event description:
The customer reported that they received an erroneous result for one patient sample tested for bilirubin total gen.3 (bilt). The sample initially resulted as 0.3 mg/dl and this value was reported outside of the laboratory. The doctor questioned the result, so the sample was repeated. The repeat result was 13.2 mg/dl and this value was believed to be correct. A corrected report was issued. The patient was not adversely affected. The bilt reagent lot number was 60678901, with an expiration date of 05/31/2016. The field service representative could not determine a cause. He checked alignments, checked rinse levels, and checked pump pressures. Mechanism checks and precision studies passed.

Manufacturer narrative:
The customer has clarified that they do use rack adapters.